Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the reported phenomenon was not duplicated and the subject device functioned without any problem. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, there was the possibility that the reported phenomenon was attributed to the temporary malfunction due to the user facility environment such as humidity or dust, and so on. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device was returned to omsc for evaluation. However, the evaluation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in unspecified timing, it was found that the subject device could not be turned the power on. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.